Manufacturer narrative:
Initial implantation details unavailable at the time of this report, this report is filed on september 28, 2016. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported). It is unknown if there are plans to reimplant the patient with a new device.